Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal obstruction ("intestines, causing a small bowel obstruction"), device expulsion ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, 109 days before insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious") and vaginal haemorrhage ("spotting"). The patient was hospitalized sometime in (B)(6) 2013. The patient was treated with surgery (on (B)(6) 2013 undergo an exploratory laparotomy with removal of the essure devices) and surgery (required to undergo an exploratory laparotomy with removal of the essure). Essure was removed on (B)(6) 2013. At the time of the report, the small intestinal obstruction, device expulsion, genital haemorrhage, dysmenorrhoea, back pain, dyspareunia, weight fluctuation, depression, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, small intestinal obstruction, vaginal haemorrhage and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal obstruction ("intestines, causing a small bowel obstruction/resection of essure coil from right lateral side of the sigmoid colon epiploica"), device expulsion ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction"), gastrointestinal injury ("migration of essure device: abdominal cavity/perforation (other)/location of the perforation appendix"), device breakage ("device breakage") and genital haemorrhage ("abnormal, heavy bleeding/abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B53033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized sometime in november 2013. The patient was treated with surgery (on (B)(6) 2014, resection of essure coil from right lateral side of sigmooid colon epiploica), surgery (required to undergo an exploratory laparotomy with removal of the essure), surgery (appendix removal and migrated essure coil removal) and surgery (required to undergo an exploratory laparotomy with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the small intestinal obstruction, device expulsion, gastrointestinal injury, device breakage, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, the last episode of dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, menorrhagia, nausea, small intestinal obstruction, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Computerised tomogram - in (B)(6) 2013: coil was in uterus, other coil in abdominal cavity. Most recent follow-up information incorporated above includes: on 5-apr-2018: lot number added. Pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse, nausea, device breakage, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, perforation (other) please describe and state location of the perforation appendix and migration of essure device: abdominal cavity/perforation (other)/location of the perforation appendix. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal obstruction ("intestines, causing a small bowel obstruction/resection of essure coil from right lateral side of the sigmoid colon epiploica"), device dislocation ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction"), device expulsion ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction"), gastrointestinal injury ("migration of essure device: abdominal cavity/perforation (other)/location of the perforation appendix"), device breakage ("device breakage") and genital haemorrhage ("abnormal, heavy bleeding/abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B53033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index low. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower.in (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized sometime in (B)(6) 2013. The patient was treated with surgery (on (B)(6) 2014, resection of essure coil from right lateral side of sigmooid colon epiploica), surgery (required to undergo an exploratory laparotomy with removal of the essure), surgery (required to undergo an exploratory laparotomy with removal of the essure), surgery (appendix removal and migrated essure coil removal) and surgery (required to undergo an exploratory laparotomy with removal of the essure). Essure was removed on (B)(6) 2014. At the time of the report, the small intestinal obstruction, device dislocation, device expulsion, gastrointestinal injury, device breakage, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, the last episode of dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, menorrhagia, nausea, small intestinal obstruction, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: according to medical records: insertion procedure: the right tubal ostium was identified and cannulated with the essure device. The essure was deployed and 2 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining after deployment. Removal procedure: 1. Hysteroscopy. 2. Laparoscopic resection of essure coil from right lateral side of sigmoid colon epiploica. 3. Bilateral falope ring tubal ligation. The intrauterine cavity was somewhat arcuate in morphology but otherwise had normal appearance. Small coil of microinser tnoted to be imbedded in the epiploica on the patient's right side of the sigmoid colon as it descended into the posterior cul-de-sac. The microinsert was coiled upon itself creating a pinpoint like appearance on pelvic x-ray and laparoscopic view. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Computerised tomogram - in (B)(6) 2013: coil was in uterus, other coil in abdominal cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: mr : the reporter information updated. Information about insertion and removal procedure added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of small intestinal obstruction ("intestines, causing a small bowel obstruction/resection of essure coil from right lateral side of the sigmoid colon epiploica"), device dislocation ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction"), device expulsion ("migration of the essure devices into her uterus and intestines, causing a small bowel obstruction"), gastrointestinal injury ("migration of essure device: abdominal cavity/perforation (other)/location of the perforation appendix"), device breakage ("device breakage") and genital haemorrhage ("abnormal, heavy bleeding/abnormal bleeding (general)") in a 32-year-old female patient who had essure (batch no. B53033) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index low, sore back, aching in knees and shoulder pain. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("spotting/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced the first episode of dyspareunia ("dyspareunia") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced small intestinal obstruction (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), weight fluctuation ("weight fluctuations"), depression ("depressed"), anxiety ("anxious") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized sometime in (B)(6) 2013. The patient was treated with surgery (on (B)(6) 2014, resection of essure coil from right lateral side of sigmooid colon epiploica), surgery (required to undergo an exploratory laparotomy with removal of the essure), and surgery (appendix removal and migrated essure coil removal). Essure was removed on (B)(6) 2014. At the time of the report, the small intestinal obstruction, device dislocation, device expulsion, gastrointestinal injury, device breakage, genital haemorrhage, dysmenorrhoea, back pain, weight fluctuation, depression, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, the last episode of dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, female sexual dysfunction, gastrointestinal injury, genital haemorrhage, menorrhagia, nausea, small intestinal obstruction, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: according to medical records: insertion procedure: the right tubal ostium was identified and cannulated with the essure device. The essure was deployed and 2 coils remained inside the endometrial cavity. The left tubal ostium was then identified and cannulated with the essure device with 2 coils remaining after deployment. Removal procedure: hysteroscopy. Laparoscopic resection of essure coil from right lateral side of sigmoid colon epiploica. Bilateral falope ring tubal ligation. The intrauterine cavity was somewhat arcuate in morphology but otherwise had normal appearance. Small coil of microinsert noted to be imbedded in the epiploica on the patient's right side of the sigmoid colon as it descended into the posterior cul-de-sac. The microinsert was coiled upon itself creating a pinpoint like appearance on pelvic x-ray and laparoscopic view. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Computerised tomogram - in (B)(6) 2013: coil was in uterus, other coil in abdominal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.